Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a replacement of the gastrostomy (peg)tube placement. On (B)(6) 2017 a nurse specialist went to patient's home and confirmed that the patient had a buried bumper with much pain and she could not mobilize the tube. On an unknown date surgery was performed without incident no sample available for evaluation. The patient has an abscess in the stoma (with pus),that was treated with IV antibiotic for 3 days during hospitalization and was discharged with oral antibiotic.